Event description:
During the atrial fibrillation procedure, the sheath was inserted into the left atrium. Before catheter insertion into the sheath, blood leakage was observed from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a blood leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.